Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2011, the patient presented with pre-op diagnosis of adjacent level degeneration at l3-4 with severe spinal stenosis above a previous l4-5 fusion. The patient underwent following procedures: hardware removal at l4-5; explore posterior spinal fusion found to be solid at l4-5; extend spinal fusion l3-4; re-instrumentation solera 4.75 and existing crosslinks; tlif procedure on the left at l3-4; cage, titanium; left iliac crest bone graft supplemented with large rhbmp-2/acs kit. Per operative notes: ¿.. The plugs were removed x4, rods x2, distraction was carried out between the screw heads. .. The screws were removed ¿ the surgeon then put similar screws into the l4 screw holes that were used previously. They had a tight interface. The surgeon then put rods x2, plugs x4. They were left loose. .. The surgeon shifted their attention towards l3-4. The disc space was cleaned. 3 mm of autograft and 1 mm of rhbmp-2 was placed into the anterior vertebral body space and impacted anteriorly. This was followed by placement of the cage 13x30 mm titanium cage filled with a milligram and a half of rhbmp-2 and was autograft and this was placed in the disc space, passed from right to left and then tapped anteriorly. ¿. The remaining autograft was tubularized in the bmp sponge, this was placed in the lateral gutter on the right side spanning from l3 to top of the fusion mass. A 3mg of rhbmp-2 was placed laterally, followed by autograft on the left side, keeping it away from the annulotomy site¿¿. The patient tolerated the procedure well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.